Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/04/2016. The fse found disconnected tubing at the blood sampling valve, bsv. He reattached the tubing to the bsv and the instrument ran without any leaks and retic laser offset errors. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 5 ounces from a coulter lh 780 hematology analyzer while performing startup. The leak was not contained within the instrument and retic laser offset error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.